Manufacturer narrative:
E1: reporter email could not be provided. Manufacture¿s investigation conclusion: the patient passed away (MFR # 2916596-2023-02373). A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2015 and had a mild subacute right middle cerebral artery infarct in (B)(6) 2016. A computed tomography was performed. There were no changes to the patient condition or anticoagulation status that may have contributed. The patient had symptoms of confusion and aphasia. No treatment was provided other than increasing the patient's international normalized ratio goal.